Event description:
The customer called for help with his contour meter. He alleged that he received a low blood glucose reading of 29 mg/dl. The customer performed control tests during the call and received a result of 21 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.